Manufacturer narrative:
Clinical has reached out to site who confirmed that a burn did not occur. No patient injury was reported. The device was evaluated by an on-site technician who confirmed that the handpiece was not fully attached to the articulated arm. User error was involved because the handpiece was not attached per the labeling instructions. The device was verified to be operating as intended and within specification by the technician. This event is an aro (accidental radiation occurrence) because there was an unintended discharge of laser energy. Therefore, this event is reportable.

Event description:
It was reported that an unintended radiation occurrence occurred while using medlite c6.